Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited white foreign material in the air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided it is confirmed that foreign material adhered in air/water-channel and air/water cylinder from provided photos by (sales) service business center. However, the cause of the material remaining in the device could not be determined and the root cause could not identified. There was no deformation found to the location where the foreign material was detected. User reprocessing information was requested three times, but no response was received from the customer. The following is included in the instructions for use (IFU): the suggested events are detectable/preventable by handling the device in accordance with the IFU. IFU states the detection method in tjf-q190v operation manual "chapter 3 preparation and inspection". IFU states the preventative measures in tjf-q190v reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.